Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to hip pain; trunnionosis.

Event description:
Allegedly the patient was revised due to hip pain; trunnionosis. Additional information received on 01/03/2019: new adverse effect (corrosion) reported to the neck, also indicate the components that were not revised. Patient's name and date of birth added. Components not revised: dynasty (r) shell product ID: dsbfgd52, lot number: 1545460. Dynasty (r) liner product ID: dlxpld36, lot number: 1511910. Profemur (r) stem product ID: prtl0026, lot number: 1547625.

Manufacturer narrative:
Updated report based on additional information provided on 01/03/2019 through legal: new code (corrosion) reported to the neck, listed components that were not revised. Patient's information added and updated initial reporter. All previous information related to the event and evaluation codes remain valid.

Manufacturer narrative:
Updated device and initial reporter information.